Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the tl90 device arrived with no apparent damaged with a trh90 loaded on the device and fully loaded with staples. It should be noted that the reload will only fit and operate properly in the linear stapler for which it has been designed that is the tl90 device will only work with a tr90 reload and a tlh90 device will work with the trh90 reload. For more information please refer to the instructions for use. The device was tested for functionality with a test reload tr90, (B)(4), and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported, that during a bowel anastomosis, when the knob is turned on device, body of stapler splits and breaks. Breakage occurred during case, prior to performing bowel anastomosis. Patients outcome fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).